Event description:
"The cholangio catheter tip became stuck in the common bile duct. The surgeon was required to dissect it free from the tissue. A very small tip of the catheter broke off and had to be surgically removed."

Manufacturer narrative:
We are trying to obtain event samples for our investigation and a follow-up report will be sent within 30 days or upon completion of the evaluation.